Event description:
Customer states: after intubation on pt, a nurse found the cuff pressure could not be measured. Lot# is unk since the customer had scrapped both package and tube. Customer reported no pt harm and could not confirmed if pretesting of the device was performed.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.